Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. There is blood in the inflation lumen and the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There were numerous hypotube kinks. Functional testing was performed by connecting the catheter to an inflation device filled with water. The balloon was inflated to rbp, the balloon did not leak, but water came out of the tip indicating that there is an inner shaft issue. Microscopically examining the inner shaft a suspected void was noticed at the bi-component weld. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for pre-dilatation. However, on the second inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 2mm x 40mm x 145cm coyote es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, on the second inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 2mm x 40mm x 145cm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.